Event description:
A surgeon reported the output of the foot switch was different when the pedal was pressed all the way during a procedure. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).